Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by patient's counsel that allegedly on (B)(6)2018, the patient underwent bilateral bunionectomy and bilateral cheilectomy and was implanted with 8 mm cartiva implants. The patient subsequently developed significant reduction in her range of motion as well as pain to the joints. The patient also had some hallux abductovalgus deformity which was forming to both great toe joints. The patient underwent bilateral first metatarsophalangeal joint arthroplasty on (B)(6)2024.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported by patient's counsel that allegedly on (B)(6) 2018, the patient underwent bilateral bunionectomy and bilateral cheilectomy and was implanted with 8 mm cartiva implants. The patient subsequently developed significant reduction in her range of motion as well as pain to the joints. The patient also had some hallux abductovalgus deformity which was forming to both great toe joints. The patient underwent bilateral first metatarsophalangeal joint arthroplasty on (B)(6) 2024.